Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
The patient was revised on (B)(6) 2022 for dismantling. Approximately 2 years and 1 month after the first surgery. The surgeon explanted 1 centered glenosphere (36) and 1 humeral cup (36/3). The surgeon implanted 1 eccentric glenosphere (36) and 1 humeral cup (36/3).